Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of this reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B) (6) 2009, pt reported their stimulation has changed and they are only receiving stimulation on one side versus both sides. Pt's lead was revised on (B) (6) 2009. The lead impedance was tested before explant and measured invalid (high impedance). The percutaneous lead was explanted and replaced with a surgical lead. The explanted lead was discarded after the procedure and will not be returned to the manufacturer for analysis. On (B) (6) 2010, a follow-up appointment with the pt for reprogramming, found the pt doing well with good stimulation.